Event description:
A surgeon initially reported endothelium edema and cloudiness of cornea after burst application of ultrasonic power during od cataract surgery. The patient had striate keratopathy up to 3 days after surgery. Additional info received from surgeon on 10/09/2006 noted hospitalization was prolonged: 3 days. Surgeon stated there was no medical or surgical intervention required. Patient outcome was reported as good.

Manufacturer narrative:
Investigation and root cause analysis has not been completed to date.